Event description:
Per medwatch mw5108076: no disposable clamp tubing alarm on both pumps and wasted 1 prefilled remodulin cassette 1 day early. New cassette running on pump with no alarm. No further details provided.